Event description:
An alarm issue was reported with the Abbott Diabetes Care (ADC) device. Three very low glucose alarms were experienced, including one during the night. The customer reported that the application displayed higher glucose values instead of providing the expected alarms. The glucose chart subsequently showed very high or very low glucose readings following the alarm events. As a result, the customer self-treated with sugar tablets. There was no report of death, serious injury, or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.